Event description:
This report was received from (B)(4) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and physioneal unspecified therapies for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On an unreported date, the patient began remedial treatment with vancomycin (dose, frequency and route not reported). The patient was recovering. The causality assessment was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.